Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI #(B)(4). No phone number provided. The service engineer (se) inspected the device and replaced the central processing unit (cpu) printed circuit board assembly (pcba) to address the issue. The unit was checked overall, cleaned and functionally tested.

Event description:
It was reported that the ventilator generated a backup alarm failed error code and there was no alarm sound generated at the time of the event. No patient involvement the event date was not specified; estimate used.